Event description:
It was reported that during a laparoscopic right colectomy procedure, it was brought to the surgeon's attention that the clips fired by this clip applier outside of the patient, were malformed. The case was carried out and finished by opening a new clip applier. There were no adverse patient consequences. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? None. It was being tested by the scrub nurse. Was the clip fully advanced into the jaws prior to firing? Not reported. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out of the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned with misaligned jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected 4 clips, fired 3 scissored clips and the remaining 5 clips were formed conforming. Finally, it locked out as intended. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips, also, the ejected clips finding is not related to the scissored clip issue originally reported. The batch history records were reviewed with no anomalies noted during the manufacturing process.